Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. As the complaint event was unable to be confirmed a complaint history review was not required. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for the proper use of the edwards esheath introducer set and no deficiencies were identified. It is to be noted per the IFU, the user should ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. A patient injury could occur if the delivery system is not completely unflexed prior to removal. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for sheath shaft liner tear was unable to confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. DHR and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies.  As per the complaint description, 'it was reported that the pleats of deflated balloon tore the sheath liner when the sheath was removed.' It is possible that procedural factors contributed to the reported events. If the delivery system is not completely unflexed or balloon is not fully deflated prior to removal, the delivery system distal portion could have been non-coaxially aligned with the sheath tip and the balloon/balloon pleating could have been caught at the sheath tip. Withdrawal of delivery system under this configuration may require additional force applied to pull the system through, that can lead the observed sheath liner tear. Available information suggests procedural factors (incomplete balloon deflation/non-coaxial alignment of delivery system prior to removal) likely contributed to the reported liner tear which was reported to have caused access site injury and bleeding. However, a definitive root cause could not be determined at this time.   The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post tavr of a 29 mm sapien 3 valve the esheath was removed and bleeding from the access vessel was observed. Upon removal of the esheath a liner tear was observed. A blood transfusion of unknown amount was given. It was reported that the pleats of the deflated balloon tore the sheath liner during removal and the liner damaged the vessel. There was no difficulty removing the delivery system and no damage was noted. Due to the covid 19 coronavirus crisis, additional information was requested, but was not forthcoming.